Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported receiving information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery will need to be replaced to address the issue. During the evaluation, the removable air path foam and filter were replaced.

Event description:
The manufacturer received information alleging a ventilator fails to charge its internal battery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery will need to be replaced to address the issue.